Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from a failed hip.

Manufacturer narrative:
Additional narrative: litigation alleges patient suffers from a failed hip. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 20, 2017 pfs and medical records received. Pfs alleges pain, limited ability to engage in daily activities, develop an unusual large growth on his left hip, and stiffness. After review of the medical records for MDR reportability, it was reported that there was a large mass like structure consistent of wear debris deep to the fascia and dissection down to the articulation also had some wear debris generalized around the area. It was also reported that on (B)(6) 2016, chromium and cobalt levels are elevated. No laboratory values were provided for the reported elevated chromium and cobalt. Part and lot information were provided. Dor and affected side were also provided. This complaint was updated on may 03, 2017.